Manufacturer narrative:
(B)(4). The customer returned multiple components of a cvc kit, including one guide wire assembly, arrow raulerson syringe (ars), and catheter for evaluation. Signs-of-use were observed on the returned components. Visual inspection of the guide wire revealed that it was unraveled from the distal weld and that the coil wire was lodged within the ars. Multiple kinks were also observed along the guide wire body. Microscopic examination confirmed the damage. After removing the guide wire from the ars to perform functional testing, both welds were observed to be present and spherical. Visual and microscopic examination of the ars revealed no obvious defects or anomalies. The customer clarified that no damage to the swg or ars was observed before insertion; however, since the defect was found during use on the patient, the unraveling likely occurred during use. The kinks in the guide wire measured 539mm and 575mm from the proximal end. The overall length of the guide wire core wire measured 603 mm, which is within the specifications of 596-604mm per product drawing. Therefore, no portion of the guide wire appeared to be missing. The guide wire outer diameter measured 0.79mm, which is within the specifications of 0.788-0.826mm per product drawing. Functional inspection of the returned ars was performed per the product IFU which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The returned guide wire was removed from the ars. A lab inventory guide wire was then advanced through the ars and passed with little to no resistance. Functional inspection of the guide wire could not be performed due to the damage. A manual tug test confirmed the proximal weld was intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an unraveled guide wire was confirmed through complaint investigation of the returned sample. Visual inspection of the guide wire revealed that it was kinked in multiple locations and unraveled from the distal weld. The guide wire and ars met all relevant functional and dimensional requirements. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. A device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: "(B)(6) 2024, the doctor found swg/ars resistance when the swg remove from the ars. Involved 1 pc. They changed a new one. The patient condition is fine. No medical intervention was required."